Event description:
A patient undergoing central venous line placement, very difficult procedure due to prior central venous line history, with short bowel syndrome. During the procedure, the left internal jugular vein was accessed percutaneously. Due to central venous stenosis, a zipwire hydrophilic guidewire (150cm straight tip 0.025in, lot 10995369) was used. While maneuvering the wire, the coating of the wire was sheared off remaining within the patient. The black outer coating peeled off and was now a foreign body within the patient. This was visualized on fluoroscopy and ultrasound to be within the left internal jugular vein itself. This was removed entirely through an already present incision which was enlarged slightly to accommodate retrieval of the foreign body. The fragment was removed entirely under direct visualization. Fluoroscopy confirmed complete removal. There was no blood loss or injury to the patient attributable to this event other than enlarging slightly an already present incision manufacturer response for guidewire, zipwire hydrophilic guidewire (per site reporter). Voice mail message left 5 days later for lake region medical with information regarding shearing of coating from guidewire.